Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Device discarded by hospital.

Event description:
The sales representative reported on behalf of the customer that when the triathlon ps was inserted the locking mechanism was allegedly still visible and that a silver bar could be seen at the front where the implant fits onto the baseplate. The surgeon removed the triathlon ps from the patient and used a different implant (which fitted without problems onto the baseplate) to complete surgery. The customer reported that there was a short delay to surgery of approximately 2-3 minutes while a second implant was tried and the sales representative will confirm this length of this delay with the surgeon. The customer further reported that the device in question seemed normal on visual inspection prior to implantation. The device in question has been thrown away by the customer and cannot be returned for inspection.

Manufacturer narrative:
An event regarding a seating issue involving a triathlon ps insert was reported. The event was not confirmed. The device was reportedly discarded by the customer after surgery. Device history review: DHR review for the reported lot was satisfactory. Complaint history review: chr review for the reported lot confirmed that there are no other similar events reported. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device is needed to complete the investigation for determining a root cause.

Event description:
The sales representative reported on behalf of the customer that when the triathlon ps was inserted the locking mechanism was allegedly still visible and that a silver bar could be seen at the front where the implant fits onto the baseplate. The surgeon removed the triathlon ps from the patient and used a different implant (which fitted without problems onto the baseplate) to complete surgery. The customer reported that there was a short delay to surgery of approximately 2-3 minutes while a second implant was tried and the sales representative will confirm this length of this delay with the surgeon. The customer further reported that the device in question seemed normal on visual inspection prior to implantation. The device in question has been thrown away by the customer and cannot be returned for inspection.